Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during 2 of 4. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the reported event. The cg stated they did not know the cause of the alarm. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg stated that the hp was able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.